Event description:
Three complete se iliac stents were used to treat persistent residual stenosis in the left sfa . Approximately 32 months post index procedure the patient suffered from occlusion left femoropopliteal axe. A tlr was carried out approximately 8 days later using non-medtronic pta and stenting. Thrombolysis was also carried out. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.